Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-femoral artery. When the armada 35 5mm/80mm percutaneous transluminal angioplasty catheter was inflated, the balloon ruptured at 18 atmospheres after the second inflation. A high-pressure balloon was used to complete the procedure. The device was prepped according to the directions for use with no issues noted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.